Event description:
The customer contact reported unrestricted flow. An unspecified primary tubing set was being used to deliver an unspecified medication at an unspecified rate, via a plum a+ pump. At an unspecified time, the male adapter of the tubing set was connected to an unspecified location on the primary tubing set and was being used for an intermittent delivery of an unspecified volume of levophed. The customer contact reported that after the nurse filled the burette with an unspecified volume of solution from the solution container, the cair clamp on the tubing set was engaged to close off the tubing set. After an unspecified length of time, it was reported that the remaining volume of the levophed in the solution container emptied in the burette of the tubing set; however, the cair clamp was still in the closed position. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from an unspecified lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.